Manufacturer narrative:
The patient age and weight were not reported. The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2017-02368. (B)(4). Approximate age of device - 2 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the system controller was exchanged due to red heart and yellow wrench alarms. Alarms continued after the system controller exchange. The patient was admitted with an inr of 1.4, and pump stoppages were reported. Eventually, the pump stopped. It was reported that the patient had a previous percutaneous lead (driveline) replacement on (B)(6) 2017. The manufacturer¿s evaluation of the returned portion of the driveline did not reveal any areas of compromised wire insulation. Log files were reviewed by the technical service representative. Based on the data from the primary system controller, 107 low speed advisories and 130 driveline faults alarms were confirmed. The data for the backup system controller also showed 46 low speed hazards and 45 low flow hazards. Additional information was requested but was not provided.

Event description:
Additional information was received from the vad coordinator which indicated that the patient presented to the hospital and the lvad was discontinued. On admission, a transthoracic echocardiogram (tte)was performed which showed a normal sized left ventricular (lv) with llv ejection fraction of 44 percent, normal right ventricle with low normal systolic function, rap of 10mmhg4. The patient underwent embolization of the lvad cannula, transection of the lvad percutaneous lead (driveline) and debridement of the driveline tract (outflow graft in mid ascending aorta cannulated and occluded with a 20mm amplatzer plug. The patient was to follow up with the heart failure clinic after discharge, however, missed the appointment. The center is no longer following this patient. No device will be returned for evaluation.

Manufacturer narrative:
A review of the system controller log files provided by the account confirmed low speed and pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.